Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Due to this, a defibrillation threshold (dft) test was performed. Further monitoring and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported.